Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): the actual device was not received for evaluation. The manufacturer did receive performance data collected from the device and the data were analyzed. It was noted the log pointer was programmed to the wrong place which is related to a possible bit flip in the device's memory. The issue was corrected via a manual guided restore.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that there were problems viewing the device's diagnostic data. It was later reported the device data was reviewed and it was confirmed that the correct data log location was restored by manual guided reset and no other anomalies were found. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that there were problems viewing the device's diagnostic data. The device is still in use. No patient complications have been reported as a result of this event.